Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer was hospitalized due to low blood glucose. The representative reported that the ambulance was called for the low blood glucose. The customer's blood glucose was 30 mg/dl at the time of incident. The customer's blood glucose was around 80 mg/dl at the time of hospitalization. The representative stated that they treated the customer's low blood glucose with sugar. The representative stated that they were able to get the customer's blood glucose to 100 mg/dl at the time of hospitalization. The representative stated that the customer's blood glucose kept dropping and they it would not go up. The representative stated that the customer got off the insulin pump and reverted to manual injections. The insulin pump will not be returned for analysis.